Event description:
It was reported that before changing the cannula, the cuff was not inflating. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). UDI information is unknown. Premarket (510k) number is unknown. No [lot or serial] number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection of the returned part did not reveal any defects. Using a syringe, 5 cc of air was inserted into the inflation line. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation.